Manufacturer narrative:
Awaiting product return to conduct quality evaluation .

Event description:
Consumer calling to report getting very high readings when comparing to his old meter. Analysis run on clark error grid using competitive reading (114) as ref point vs bd readings (523) yielded data points in the c range of the grid, outside of acceptable limits.